Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed loose, black fiber-like foreign matter that was determined to be hair observed in the unit package, outside of the product. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type, and the results indicated that the spectrum matched well with protein. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. Based on the ftir results, the loose black fiber-like foreign material was identified as hair, indicating that the foreign matter most likely originated from a human source. The complaint lot was packaged using a manual packaging line, which relies heavily on human involvement for loading components prior to sealing. The hair could have resulted from a single isolated instance of improper gowning (e.g., hair net or hood not worn correctly). A review of the complaint history confirmed that this is the first reported complaint of hair-related foreign material for this lot. Based on this review, the event is considered an isolated occurrence. These are the existing controls currently in place to detect and prevent foreign matter including hourly in-process visual inspections, outgoing visual inspections for foreign matter inside the packaging, and four-hourly housekeeping activities including cleaning of machine mechanisms in direct contact with products using 70% ipa. In addition, all production associates are required to comply with gowning requirements. Personnel must be properly gowned, fully zipped, and ensure that hair, beard, moustache, and sideburns are fully covered using appropriate hair nets, beard covers, or hoods prior to entering the controlled environment. To prevent this defect in the future, a mirror will be installed at the packaging line to allow production associates to visually verify their gowning condition as needed during operations. This will enable associates to promptly identify any improperly worn attire or exposed hair during the packaging process. Refresher training will also be conducted with all relevant production associates to reinforce gowning requirements and personal hygiene expectations.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Foreign matter that appears to be hair was found on the outer surface of the IV catheter cap and inside the packaging.